Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies). It was reported that the patient¿s last primary cell battery died and then the patient was getting a short circuit that was causing them pain. It was reported that they didn¿t know where the patient was feeling pain. The ins was removed on (B)(6) 2018 and was replaced with a rechargeable ins at that time. It was noted that the hcp was making this comment based on the operative notes they had in front of them. They did not know if the depletion of the ins routine or not. The event date of the battery depletion and the short circuiting that caused the pain was asked but was unknown, though they stated that they thought it occurred sometime in early 2008 but they weren't sure. No further complications were reported/anticipated.